Event description:
The intra-aortic balloon pump (iabp) alarmed and the catheter ruptured spontaneously. Blood was seen in the air tubing. Tubing was clamped and iabp was placed on standby. Catheter was exchanged and therapy was continued. A hole was seen in the balloon catheter about 5 inches from the end of the catheter. A small bulge was noted near the tip but there was no leak at the tip.